Event description:
It was reported that the patient had experienced a high glucose alert over 400 mg per dl the previous night due to the site connector becoming disconnected. The issue had been resolved by reconnecting the site and allowing the pump¿s (non-ICU medical device) algorithm to treat the glucose while she returned to sleep. The event did affect patient care, but there was reported no injury to the patient. The event occurred while in use with a patient.

Manufacturer narrative:
The primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.